Manufacturer narrative:
Device evaluation: the reported low flow hazard alarms could not be confirmed through this evaluation as no system controller log files from the time of the reported event are available. Moreover, the sealed outflow graft was not returned for evaluation and no photos or CT scan images of the outflow graft were provided by the account; therefore, the reported twisting and compression of the outflow graft could not be confirmed through this evaluation. (B)(4) was returned assembled with the driveline severed approximately 3 inches from the nipple of the pump housing and the remainder of the driveline was not returned. The outlet elbow was returned attached to the pump¿s outlet port and the bend relief collar was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. Upon disassembly of (B)(4), a small white tissue-like deposition was observed in the proximal side of the outlet stator surrounding the outlet bearing ball. The deposition was not adhered to the blood-contacting surfaces and lacked laminated layering, indicating that it did not initially form in the outlet stator; however, its specific origin could not be determined. Moreover, the deposition showed no evidence of denaturation and no contact marks were observed on the outlet portion of the rotor or the outlet bearing cup to indicate that the deposition was present in this location while the pump was operating. The evaluation could not determine a specific cause for the development of the observed deposition or a duration of time for which it was present in the device; however, the size and structure of the deposition suggests that it likely would not have contributed to the reported low flow alarms or any other functional issue. Visual examination of the remaining blood-contacting surfaces of the returned pump revealed no evidence of any additional depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The returned portion of the driveline appeared unremarkable and electrical continuity testing of the driveline segment did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). Approximate age of device ¿ 3 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on approximately (B)(6) 2018 the patient¿s lvad began producing low flow alarms. The patient was asymptomatic. The patient was readmitted. Volume status, blood pressure, and lactate dehydrogenase (ldh) levels were normal. CT scan revealed tissue build up between the outflow graft and the bend relief which caused the outflow graft to compress with limited blood flow. There were adhesions on the outflow graft bend relief and a small twist in the outflow graft. On (B)(6) 2018 the patient underwent pump exchange to another heartmate ii via subcostal approach. The outflow graft was not exchanged, only the pump. It was reported that the surgeon cleaned out the outflow graft and ensured that the twist no longer was an issue. On (B)(6) 2018, the patient was reported as was doing well with no issues.